Manufacturer narrative:
Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan, proximal part, conical, uncemented, 55, taper 12/14 on an unknown side on (B)(6) 2013 and the patient underwent revision surgery on an unknown date due to sintering of the implant, missing tension and missing loss of motor activation.

Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: revision due to implant subsidence/migration. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. DHR review the device manufacturing quality records indicate that the released components met all requirements to perform as intended. As no lot or catalogue number was provided for the ceramic head, the device history records could not be reviewed. E-mails requesting missing device data information were sent to the complainant, the latest one on october 31, 2017. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description (event details, per) - event summary: according to the received information, the patient was implanted with a revitan stem (distal + proximal) on (B)(6) 2013 and was revised on an unknown date due to subsidence of the implant, missing tension and missing loss of motor activation. Review of received data - x-rays belonging to the newly implanted products, which were included in (B)(4) were received. No x-rays dated in the time frame of interest for this complaint were received. - no surgical documents belonging to the time interval of the implanted products were received for review. However, the 3rd revision surgery report included in (B)(4) indicates that the reason of this revision surgery (belonging to (B)(4)) as subsidence of the implant, missing tension and missing loss of motor activation. Devices analysis no product was returned to zimmer biomet for in-depth analysis. According to the information received is the location unknown. Review of product documentation all proximal revitan components are compatible with all distal ones. Conclusion summary according to the information available at the hand, patient underwent a revision surgery on an unknown date due to subsidence of the stem, missing tension and corresponding loss of motor activation. Revitan stem parts were revised. Neither x-rays, operative notes, office visit notes that belong to the time interval of the products stayed implanted, nor photos of the explanted implants were received. Revision date, the explantation date of the revitan stem, is unknown. Due to absence of medical data, it is not possible to convey a meaningful investigation of the complaint. However, possible causes for the subsidence of the stem can include insufficient secondary stability, movement of implant part (proximal or distal), impingement, selection of wrong size implant and surgeon being unfamiliar with implantation technique of the stem leading to early stability issues. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).